Event description:
The customer reported that the system displayed image quality problems. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the fs camera objective and image amplifier. The system operates as intended.